Manufacturer narrative:
(B)(6). The device was not received for evaluation, however, a picture was provided for visual inspection. The visual inspection did not identify the reported event. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, air bubbles was observed in the tube during infusion and upon further observation, an external fluid leak on the replacement line was noted. The treatment was discontinued and restarted with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.